Manufacturer narrative:
Received two z3054-01, 94" primary drop set w/bcv-clave 3 gang 1o2 , lot# unknown. Investigation: visual a microclave was attached to one port on each of the returned z3054-1. A microclave connector was attached to the distal port on sample #1 and the middle port of sample #2. Functional testing of the 1o2 valve manifolds were tested for retrograde leakage at 5psi; sample #1 had leakage at the distal port and the other two ports did not leak, sample #2 had leakage on the middle port and the other two did not leak. Based on these investigation results a continuous improvement team was initiated to further evaluate and determine product performance enhancements to address these type of intermittent component (flow/leakage) issues.

Event description:
1o2 manifold leaked. There were no adverse patient consequences reported.